Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-12262. Reference manufacturer report number: 1627487-2019-12264. It was reported that the patient's leads migrated after the patient suffered a fall. X-rays confirmed migration. The patient underwent surgical intervention during which one of the lead was explanted and replaced, restoring therapy. It is unknown which lead was replaced, therefore all are being reported.